Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
During the procedure, the centrifuge channel broke resulting in pt globular depletion. The pt has been monitored closely and the procedure has been shortened. The pt information is not available at this time.